Event description:
The customer observed falsely depressed architect tsh results when compared to results from another method. The following data was provided: sid (B)(6). Initial result tsh 4.53 iu/l, retested on another instrument (sn isr54829) result tsh 10.64 iu/l. Retested on roche cobas result tsh 16.6 iu/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 48544ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. The ticket search by lot indicates that the reagent lots performs as expected for this product. Labeling review concludes that the issue is adequately addressed. Accuracy testing met acceptance and validity criteria for lot 48544ud00. Based on the investigation, no systemic issue or deficiency of the architect tsh assay was identified.

Manufacturer narrative:
Complete information from section a1 patient identifier: sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results when compared to results from another method. The following data was provided: sid (B)(6). Initial result tsh 4.53 iu/l, retested on another instrument (sn isr54829) result tsh 10.64 iu/l. Retested on roche cobas result tsh 16.6 iu/l. No impact to patient management was reported.